Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a review of device printouts, competitive atrial pacing was observed due to inappropriate programming. The patient was asymptomatic. No changes were made.